Event description:
Reporter alleged, he was obtaining high blood glucose values and was not experiencing any hyperglycemic symptoms so he went t the doctor to have glucose levels tested. Reporter stated his advantage system read 250 mg/dl compared to the doctors measurement of 125 mg/dl, when testing was performed one test right after the other one. No specific timeframe between tests was provided other than the reference to back to back testing. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.